Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/ method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that after an unrelated hip surgery, the patient could no longer connect with their ipg. Attempts were made to connect with the generator with a clinician programmer, but failed. Patient may undergo surgical intervention to address the issue.

Event description:
Additional information indicates the patient had their ipg explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of the event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.